Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, reporting that her one touch ultramini meter displayed an inaccurately high result compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained during a follow-up call with the patient on october 30, 2019. The patient stated that she manages her diabetes with fixed doses of insulin ¿ twice daily doses of 8 units of lantus and 4 units of novolog (three times per day). The patient denied having made any changes to her usual diabetes management regimen. She stated that on the morning of (B)(6) 2019, she ¿didn¿t feel good¿, so had tested her blood glucose level with the subject meter and obtained a reading of ¿280 mg/dl¿. The patient considered this result to be high compared to the way she was feeling. She reported that within 5 minutes, she ¿passed out on the floor¿; the patient associated this symptom with a low blood glucose excursion. She reported that to treat her symptom, her niece gave her some ¿gummy bears¿. She also indicated that (time unknown) her niece assisted her in doing another test on the meter and she obtained a reading of ¿85 mg/dl¿. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure. The patient did not have control solution to test the meter and test strips and education on its use was provided by the cca. Replacement products, including control solution, were sent to the patient who was advised to call back when the products arrived to walk through a control solution test. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring third party intervention, after the patient obtained an alleged inaccurately high reading on the meter.